Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced infections, pain, urine leakage, disability and disfigurement.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml803002, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.